Event description:
The plaintiff's attorney alleges that the pt experienced a cardiac arrest and subsequently expired, which is alleged to have been caused by naturalyte and/or granuflo administered to plaintiff for dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products.